Event description:
Customer reported he had issues with the sensor site. Customer's blood glucose was 430 mg/dl. Customer stated the site does not show signs of infection or blood. Customer stated the site was red and it seemed like a sunburn or rash. Customer stated there were no bumps and it was the size of the adhesive. Customer stated she was taking a brake from the sensor and infusion set. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.